Manufacturer narrative:
The valve was patent and passed leak and reflux testing. The device did not meet the requirements for siphon testing. The valve met specifications for pressure-flow and preimplantation testing except for at performance level 0.5, 20.4 ml/hr at -50 cm hydrostatic pressure. Proteinaceous debris was found within the delta chamber. A review of the manufacturing records showed no anomalies. No impact to patient reported. All of our valves are one hundred percent tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the strata valve would not drain.